Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. Due to electrical problem identified. Events associated with an electrically powered device where an electrical malfunction results in a device problem (e.g. Electrical circuitry, contact or component failed) even if the problem is intermittent. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image. There was no patient involvement.